Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was treated for left leg superficial femoral artery with a long segment of chronic total occlusion on (B)(6) 2024, with the implant of the detour system torus peripheral stent graft (psg). The patient had a preexisting fem-fem bypass that was accessed as the contralateral arterial approach. The procedure was going very smoothly up until the point of accidental loss of wire in anterior tibial artery causing increase in procedure time to re-cannulate. This was done inadvertently by the fellow when removing the distal anastomosis balloon. The initial 5.5x200 torus stent deployed with no issue distal in the p2 region of the left popliteal. The 5.5x200 torus stent did not open fully but it did deploy appropriately. The stent not opening fully caused difficulty when retracting the delivery system causing the stent to be dislodged from the distal landing zone. Final placement of the 5.5x200 ended up in the fv which resulted in extended case time and the implantation of a 6.0x200 torus stent distal and through the 5.5x200 torus stent. The procedure was successfully completed, with a final stent configuration of a 6.0x200 torus stent inside of the mispositioned 5.5x200 torus stent followed by another 6.0x200 torus stent and ending proximally with a 6.7x200 torus stent. All stents were post dilated appropriately and the patient did well with the procedure.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Corrections: h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.